Manufacturer narrative:
The review of the provided data from the emergency unit confirmed the reported issue from on 28 july 2024. The device was implanted on (B)(6) 2019. The models of both leads are unknown. The analysis of the surface ECG provided by the emergency units shows that the device paced and there was no ventricular pacing inhibition because of ventricular oversensing. The device paced and there was loss of capture at 2 v whereas at 5 v the ventricular spikes captured. The manufacturing process as well as device history report show that the device has been manufactured and delivered to the field following all applicable procedures. The electrical tests performed on (B)(6) 2024 are normal. From the analysis of all the data provided from on (B)(6) 2024, all the electrical measurements are normal. Some strange ventricular morphologies of ventricular contractions are visible on the ventricular egm in some recorded episodes. They may be the first signs of ventricular lead fracture. The subject device was explanted on (B)(6) 2024 and was returned on (B)(6) for investigation. Upon reception, the device paces and senses correctly. The electrical contacts between the inserted leads and the device are satisfactory. No oversensing could be detected. No anomaly was detected regarding the atrial lead connection. The ventricular lead was connected well to the device from the investigation of the returned subject device, no general malfunction is suspected on the subject device. The reported issue is most probably the first sign of ventricular lead fracture. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the patient was watching tv with is wife, sitting on their sofa when he had a yncope and his wife called the emergency services. When the emergency services arrived, they saw a very slow escape rhythm. They did apply a magnet and the pacemaker started pacing efficiently both the right atrium and the right ventricle.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of the provided data from the emergency unit confirmed the reported issue from 28 july 2024. The review of the provided data from the internal memory of the pacemaker doesn¿t show issues. The electrical tests performed on 28 and 29 july 2024 are good. The device was implanted on (B)(6) 2019. The models of both leads are unknown. The date of implantation of both leads is unknown. The analysis of the surface ECG provided by the emergency units shows that the device paced and there was no ventricular pacing inhibition because of ventricular oversensing. The device paced and there was loss of capture at 2 v whereas at 5 v the ventricular spikes captured. Several marker chains are recorded 18 september 2023: the patient had ventricular bursts and atrial bursts that were well detected and recorded. Some of ventricular events in ventricular bursts may present different morphologies: this low number of qrs that have different patterns may be the start of ventricular lead issue. The most probable hypothesis to explain the issue is loss of ventricular capture. Our recommendations to intend to solve the issue that was reported on 28 july 2024 in the evening (since we couldn¿t find loss of ventricular capture in the patient files): - increase of the ventricular pacing output from 2 v to 3,5 v or more (this will impact the battery longevity but will be safer for the patient) - program the ventricular autothreshold to ¿monitor¿ to be able to follow-up the ventricular pacing threshold with the available data that were analysed, no general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the patient was watching tv with is wife, sitting on their sofa when he had a yncope and his wife called the emergency services. When the emergency services arrived they saw a very slow escape rhythm. They did apply a magnet and the pacemaker started pacing efficiently both the right atrium and the right ventricle.